Manufacturer narrative:
Block b3: approximated to january 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip got stuck on the catheter. Block h11: the returned resolution 360 clip was analyzed, and during visual inspection, it was found that the device was returned with the clip assembly detached from the bushing but attached to the control wire and with evidence of soft deployment. No other problems with the device were noted. The reported event of clip got stuck on the catheter was not confirmed. It was found that the device returned with the clip assembly detached from the bushing, and therefore the functional test could not be performed. Regarding the soft deployment, it may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to january 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip got stuck on the catheter.